Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, there was inadequate blood draw volume in 2 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, there was inadequate blood draw volume in 2 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Functional tests were conducted using 20 retained samples, and all samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.